Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted an unusual noise during testing. It was further determined that the coupling head was worn. It was determined that an unusual burning smell was coming from the lifted cover plate on the electronic control unit and the electric motor. It was further observed that the bearings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that an unusual burning smell was coming from the lifted cover plate on the electronic control unit and the electric motor. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.